Event description:
Reference manufacturer report numbers: 2916596-2021-00608, 2196596-2021-00002. It was reported that the patient was admitted to the emergency department after experiencing driveline power fault alarms. The patient stated that a cut in their driveline caused this alarm, which occurred while she was at another emergency department receiving care. There is a cut on the proximal side of her modular connector, meaning a modular cable replacement would not resolve the issue. The secondary power line passing through the driveline was still providing reliable power to the pump so no pump stoppages had occurred and lvad values are otherwise within normal range. Technical services (ts) reviewed the log files, as well as photos sent by the customer, and reported that the log captured driveline power fault alarms on wire a beginning at 2:02am on (B)(6) 2021. These alarms were believed to have been caused by a short within the controller or damage to wire a, both potentially resulting from the cut to the driveline. Ts recommended swapping out the controller to see if the alarms resolved. If the alarms persisted, ts explained that there is likely internal damage to the wire. At the hospitals request, an engineer could be sent to splice the wire back together. The log also captured a series of no external power events on (B)(6) 2021 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. There were also several low power advisories that were due to normal battery depletion. Additional information communicated on (B)(6) 2021 reported that the technical services team found a small cut/tear in the outer silicone jacket approximately 4 inches from the exit site. The team removed approximately 2 inches of the outer silicone jacket, kevlar jacket, and bionate within the compromised area. Upon inspection, no damage was found to the wires. As such, the team did not splice the wires as it was not required. The patient's controller and modular cable were replaced without issue and no alarms/issues were noted after the replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of submitted photos of the patient¿s driveline exit site confirmed cosmetic damage to the outer jacket of the pump cable. The evaluation of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for these alarms could not conclusively be determined through this investigation. An image was submitted of the patient¿s driveline exit site. A small tear was observed on the pump cable between the exit site and the modular connector. Technical services removed the outer jacket, armor layer, and bionate which did not reveal any damage to the underlying wires. Rescue tape was applied to the affected area. The controller event log file contained data from (B)(6) 2021 02:40:03 through (B)(6) 021 12:40:08. Transient pwr_a_broken faults were captured starting on (B)(6) 2021 at 02:02:20, which were followed by string of driveline power fault alarms. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file also captured the reported driveline power fault alarms. The account reported driveline fault alarms and a cut to the driveline on the proximal side of the patient¿s modular connector. Technical services removed approx. 2" inches of the outer silicone jacket, kevlar jacket, and bionate within the compromised/cut area. Upon inspection, no damage/cut in wires found. The patient was given a new controller and mod cable without issue, and no alarms or issues were noted after replacement. Rescue tape was applied to the affected area. Multiple attempts were made to obtain additional information from the customer regarding the resolution of the alarms following mod cable/controller exchange; however, no additional information was provided. No additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 lvas serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 27sep2019. The current version of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline. Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report numbers: 2916596-2021-00608, 2916596-2021-01023.